Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed an open blister on her back under the electrodes. The patient's physician prescribed hydrocortisone cream for the irritation. Follow-up indicated that the patient reported that the irritation improved.